Event description:
The patient was having a problem with his personal therapy manager (ptm). The patient had replaced the batteries several times, but he couldn't toggle to different screens such as therapy screen or give bolus. Because the patient was unable to give himself a bolus, the patient experienced withdrawal symptoms. As of (B)(4) 2011, the patient was hospitalized due to symptoms of nausea and seizures.

Event description:
Additional information: it was reported that when the patient was having issues he did not visit the hcp. Drug being delivered via the device was fentanyl 200 mcg/ml at a daily dose of 82.84 mcg. The patient was given a new ptm (personal therapy manager) on (B)(6) 2011 and "now everything is working fine". Patient was last seen at the clinic for refill on (B)(6) 2011 and "everything is fine".

Manufacturer narrative:
Accessory model 8590-1; lot # n266141; implant date: 2010-(B)(6); explant date: na; catheter model 8709sc; serial # (B)(4); implant date: 2010-(B)(6); explant date: na; ptm model 8835; serial (B)(4).